Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable investigation-evaluation. It was reported, the basket did not open properly before use during an unspecified procedure. A document-based investigation was performed including a review of complaint history, device history record, manufacturing instructions, quality control data, and the instructions for use (IFU). The complaint device was not returned; therefore, no physical examinations could be performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions: users should be familiar with and experienced in urological endoscopic surgery. Assess calculi or other foreign bodies prior to instrument deployment to ensure that object is not too large to be removed through the anatomy. If resistance is encountered while attempting to remove calculi or other foreign bodies, release the object. Do not exert excessive force on the device. Due to the asymmetric nature of the ntrap, do not torque or rotate the device in vivo. Enclose device is sheath before removing from tray/holder. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was not returned. A picture of the device was provided. The picture showed the device inside the loop, with the basket fully open. The picture did not show any damage to the device or packaging. The cause for the reported issue could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, prior to an unknown procedure using a ntrap stone entrapment and extraction device, the device "felt different" and the basket would not open properly. There was no device damage noted. The product was exchanged for a new one to complete the procedure. According to initial reported, the patient did no experience any adverse effects due to this occurrence.